Event description:
Healthcare professional reported approximately 3 weeks after injection with two syringes of juvederm ultra plus xc in the cheeks and nasolabial folds, patient experienced a severe allergic reaction with redness, inflammation, and swelling at the injection sites. It was noted that the patient "saw eruptions day after she used "bug spray". The healthcare professional believes "something in the mosquito repellent must have aggravated the product (filler)", but they are not certain. The patient was prescribed a medrol dose pack and protopic cream which were not considered effective. The symptoms are considered "stable but not gone".

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.